Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt forceps stand and tip cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the reported event most likely occurred due to high-energy instruments (such as high-frequency instruments) that were used without ensuring sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: ¿evis lucera duodenovideoscope olympus jf-260v operation manual. Chapter 3 preparation and inspection 3.2 inspection of the endoscope. Chapter 4 operation 4.2 using endotherapy accessories¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.